Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable result for elecsys total psa immunoassay for one patient sample. The initial result was 1.22 ng/ml and was reported outside the laboratory. The doctor did not believe the result since it did not match the clinical picture of the patient. The repeat result was 178.9 ng/ml and was believed to be correct. The patient was not adversely affected. The reagent lot number was 156359. The expiration date was requested but was not provided. The field service representative found there was possibly an issue with the sample. He flushed the sample and reagent probes and removed material from the extra wash system nozzles. He ran performance testing, a sample check, qc, and verified the operation.

Manufacturer narrative:
Based on the provided data, the investigation found the possible root causes include any issue with the sample such as micro-clots or insufficient maintenance of the analyzer by the operator.